Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the drains had been cut when the sales rep received the device. The sales rep has requested to investigate marks on the trocars that the drains adhered to them to prepare a customer letter. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Was any of the faulty darins found afterwards used on a patient? =>unk. ? Please perform and document the follow up attempt for product return. =>the device has been shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>(B)(6). H3 evaluation: complaint sample review: total five complaint samples of drains with trocar were received for evaluation (4 with drains separated from trocar), all five products were inspected visually, below were detailed observations: 1. Four out of five products having sticking marks on the trocar, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were also identified. (Represents sample d). As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. The drain adhesion were found afterwards. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.